Event description:
Originally our affiliate reported to us that this issue was an: "out of box failure; the blade did not work when the doctor was trying to use it. The device was opened during the surgical procedure, but the product was not used in the patient because it presented a manufacturing failure. It was necessary to use another blade to continue the procedure." However, upon receipt and examination of the complaint device, it was noted that the device not only showed signs of use, but had a significant portion of the distal tip of the inner blade missing. Upon further query with our affiliate, it was discovered that the device had indeed been in the body, and, when removed it was noticed that the tip was missing. It does not appear that the surgeon made any effort in finding out if the broken fragment was in the body or not. They are reporting that there was no patient consequences and that the procedure was concluded successfully.

Manufacturer narrative:
The complaint device was received and evaluated visually; it is noted that a significant portion of the distal end of the inner blade is missing, approximately 1/8" (3.175 mm). The condition of the break is erratic and rough, as if the missing segment had been torn away. Outside of this noted gross anomaly, no other signs of use are present; no other damage or anomalies. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. It is possible that while the complaint device was being used in the body, it came into contact with a hard object causing it to break. Outside of that consideration, we cannot discern any other root or underlying cause for the devices condition. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.